Event description:
Customer reported that many hours into a 23 hour infusion of 5fu (chemo), it was noted that the set was leaking at the upper silicone segment. Chemo spill was cleaned up. There was no pt or user harm and no medical intervention was required. Customer stated that no add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Customer stated that the set will be returned, ups label provided for product return. Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the set be received for eval.